Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up, noise and oversensing causing false automatic mode switching (ams) was noted on the atrial lead. No further intervention was performed a this time and the lead will continue to be monitored. The patient was stable with no adverse consequences.